Event description:
The pt experienced, in (B)(6) 2010, underdose symptoms of increased spasticity. The pt had an indium study on (B)(6) 2010 which confirmed that the baclofen pump was not functioning properly; there was "no activity." The device issue was noted to be normal eol (end of life). The pt was referred to a neurosurgeon to have a pump replacement. The medication used in the pump was lioresal 2000 mcg/ml at 450 mcg/day.

Manufacturer narrative:
(B)(4).